Event description:
Gynecology - "the 11mm separator trocar was introduced in the sus-pubic area; it went in contact with the promontory and the tip of the obturator broke. A small piece of transparent plastic 2x1mm has been lost inside or outside of the pt abdominal cavity and has not been found. Following cataract with the customer, it has been confirmed that applied medical products have not been isolated and are still being used. According to them, it was an isolated case that only happened once." Pt status: ok.